Event description:
It was reported that this implantable cardioverter defibrillator device exhibited high, out of range shock impedance (great than 145 ohms). The device remains implanted. No adverse patient effects were reported. Additional information was received, a technical service (t/s) consultant reviewed the available device data. T/s recommended lead integrity testing, and consider performing a 1.1 j shock to verify lead integrity in the near future. The device and lead remain implanted. No adverse patient effects were reported. .

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Manufacturer narrative:
This device remains implanted , therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator device exhibited high, out of range shock impedance (great than 145 ohms). The device remains implanted. No adverse patient effects were reported. Additional information was received, a technical service (t/s) consultant reviewed the available device data. T/s recommended lead integrity testing, and consider performing a 1.1 j shock to verify lead integrity in the near future. The device and lead remain implanted. No adverse patient effects were reported. .